Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 01/24/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
"The customer reported that they have experienced three incidents where needles bent when the safety cap was applied post-injection. The bending occurs because the needle tip is hitting something inside the safety cap instead of moving smoothly as intended. No needlestick injuries have resulted from these incidents. All affected stock has been removed from the lab, and the remaining boxes are labeled ""do not use"" pending further instructions.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct the brand name provided in the initial MDR [3014312726-2025-00006]. The previously reported brand name was incorrect. The correct brand name is prevent safety needle.